Manufacturer narrative:
A beckman field service engineer (fse) evaluated the dxc 600i pro analyzer and identified the carbon bridge malfunctioned. The fse replaced the carbon bridge to resolve the issue. The fse performed calibration and quality control with passing results. The fse verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining low quality control and ion selective electrode (ise) patient results for sodium, potassium, chloride and carbon dioxide due to low anion gap values on their dxc 600i pro clinical chemistry analyzer. The results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.